Event description:
The customer reported having an issue with the drive support cap. The customer sated that he pushed the drive support cap back in. Advise the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with loose and protruded drive support disk, minor scratches on lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.